Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device was not working properly. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.